Event description:
A customer contacted beckman coulter inc. (Bci) stating that 2 kits of the alanine transferase (alt) reagent cartridge were broken. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.